Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): complaint reported from the customer: there was a flow issue (too quickly). What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 1.2 bar. Delay in therapy:unknown. Need for medical intervention:unknown". Additional information received on 13-apr-2016: "please find below answers provided by the customer following our questions in the intake complaint form (incident : there was a flow issue (too quickly).- the incident occurred during an infusion on a patient.- the infusion ended earlier (at 10 o'clock instead of 16 o'clock).- administration set used (type and lot number): ap 424- drug administered during the event : morphinic products and ketamine- a prime has been realized with the pump - the bag has been prepared on 3 or 4 days.- no alarm appeared."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.